Manufacturer narrative:
Concomitant medical products: model: ddbb1d1, implantable cardioverter defibrillator (ICD); implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a live call notification was completed to the patients clinic after receiving an alert notification. The allied health professional (ahp) at the clinic was notified that the right ventricular (rv) lead had triggered an alert for rv lead noise. The patient is in an arrhythmia on the presenting electrogram (egm) and the ahp stated they would contact local emergency services. It was noted that there was non capture post shock on the last treated episode and the right atrial (ra) lead channel is inconclusive for undersensing. Follow up was conducted with the clinic and the ahp indicted that the patient had passed. The ahp indicted that there were no issues with the patients implantable cardioverter defibrillator (ICD) system and no performance allegations relative to the patient passing. The ahp did not have a listed cause of death for the patient.